Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the air gas module and the oxygen gas module were replaced in the hospital and returned for further investigation. Simulated use test of the received nozzle units have not reproduced the described customer issue with alarms for low oxygen concentration. The review of the received device logs confirms the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).